Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 ruptured during patient use. Device had been infusing an unknown patient with a solution of 243 milliliters 5-fluorouracil in d5w for 47 hours when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer did not return the device to baxter for evaluation. The root cause of this issue is currently being investigated under CAPA # (B)(4). A batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar complaints. A follow up report will be submitted if additional information becomes available.